Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01 implantable pulse generator (B)(6) 2012. (B)(4).

Event description:
It was reported that there was clavicle crush on the right ventricular lead. Noise was noted particularly when the patient's arm ismoved upward and there was a five second pause. The lead was capped and replaced. No patient complications have been reported as a result of this event.